Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is bent at the haptic insertion area. The optic is cut into two portions typical of insertion and removal. Lens was cleaned with lphse for further evaluation. The lens was allowed to dry. Upon drying both cut optic portions have split/cracks and scuff marks. Other than the damaged areas the lens appears clear. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. Two viscoelastics were provided; only one is qualified for the lens/monarch combination indicated. It is unknown if the qualified product was used. Root cause: the reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The product investigation could not identify a root cause for the reported complaint of "not optically clear". The lens was cleaned with lphse for further evaluation. The lens was allowed to dry. Upon drying both cut optic portions have split/cracks and scuff marks. Other than the damaged areas the lens appears clear. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported a cracked intraocular lens (iol) that needed to be cut in half in order to remove it during iol implantation of the right eye. Additional information received; according to the surgeon "the lens was not optically clear upon implantation". The iol was removed and replaced and noted loss of corneal endothelial cell loss. The patient had pseudoexfoliation and a three piece iol was chosen for the replacement. However, during the second implantation the weakened posterior capsule rupture and an anterior vitrectomy was required. The iol was fixated on the ciliary sulcus. The patient has not fully recovered.